Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information - there are two possible devices involved in the event as follows : coated vicryl (polyglactin 910) suture; monocryl (poliglecaprone 25) suture.

Event description:
It was reported that a neonate underwent a cardiovascular procedure on an unknown date and suture was used. The baby developed an infection and was treated with antibiotics. Additional information was requested.